Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a lead snapped in (B)(6) 2012 and was replaced in (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.